Event description:
Customer states that "when mo1980 was used, the rivet on the handle "popped up" and the wire disengaged & had to be retrieved from the pt". Additionally, account stated the pin is too short and sometimes separates when trying to cut tonsil. They further stated they retrieve of the wire from the pt's was neccessary and was done with forceps.